Manufacturer narrative:
The product is not available for eval. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the cannula of the vh-3200 would not retract into the port. A new kit was used to complete the procedure. The hospital reported no pt effects. The product is returning.